Event description:
It was reported that the balloon could not be deflated. The catheter was pulled out directly to remove.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Based on the evaluation that had been carried out, the sample was evaluated and no pinch or blockage and no abnormalities were observed. No conditions were found on the sample that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex and may burst balloon. Do not aspirate urine through the drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon could not be deflated. The catheter was pulled out directly to remove.